Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced feeling dizzy. The cgm reading was between 40 and 70 mg/dl, but no fingerstick was taken at that moment. The patient went to the hospital, and when a fingerstick was taken the blood glucose reading was 700 mg/dl. The patient was treated with insulin injections and ¿some medication¿ (the patient was unable to confirm the medication). The patient was discharged on the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.